Event description:
It was reported that, the battery in a 980 ventilator was not charging. There was no patient involvement. The customer was sent a replacement battery. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.